Manufacturer narrative:
The sodium electrode lot number was gbe94, and the expiration date was not provided. Calibration and qc data around the time of the event have been reviewed and are inconspicuous and within acceptable ranges, respectively. Based on this, a general reagent/instrument issue can be excluded. A field service engineer (fse) determined that the mixing vessel was contaminated and cracked, the vacuum and sipper nozzles were coated with dried serum, and the electrodes had buildup around the o-rings. The fse replaced the cracked and contaminated mixing vessel, replaced the sipper and vacuum nozzles, and replaced the electrodes. They performed a full flow path cleaning and deproteinization, completed fluidic primes, and ion-selective electrode (ise) functional checks. The fse validated the instrument's performance by running successful calibration and precision verification checks using roche and bio-rad quality controls. All results were within the acceptable limits. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1's initial result was 124 mmol/l, and the repeat result was 130 mmol/l. A repeat result from another cobas pro was 135 mmol/l. Patient 2's initial result was 127 mmol/l, and the repeat result was 133.3 mmol/l. A repeat result from another cobas pro was 135.2 mmol/l. The repeat results measured on the complained analyzer were deemed to be correct. The samples were repeated because the doctor questioned the initial results.